Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient experienced itching around the sensor adhesive, red bumps, with orange and yellow puss. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with triamcinolone acetonide cream, prescribed by his physician on (B)(6) 2015. No additional event or patient information is available.